Event description:
During the atrial fibrillation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6. One 14f fast-cath trio adapter was received for evaluation. The sheath passed an aspiration leak testing with no anomalies observed. Each of the seals were inspected with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.